Event description:
The customer reported to olympus, a clip was lodged in the gastrointestinal videoscope. The issue was found during a procedure. The clip was dislodged. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned with a request for damage inspection. Leak was detected in light guide tube. The device exhibited low angulation. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The distal end cover had dents/scratches. The adhesive of the objective lens and light guide lens was worn out. The adhesive of the bending section cover was cracked. The insertion tube had a dent and had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clip was incorrect handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.